Manufacturer narrative:
According to the info provided by the complainant, there was no report of injury to the pt. No definite conclusion can be drawn due to the sample not being returned for investigation. The customer has been contacted numerous times via email and phone for the sample to be sent, however, no sample has been rec'd. Retension samples from similar product have been tested to duplicate the described break. Approximately 7 lbs of tensile force was applied to the feeding tube in order to duplicate the described break. It is unclear how these types of forces could be applied to the tube in the clinical setting.

Event description:
Event description: x-ray done to confirm nasogastric tube placement. Per x-ray noted that tube was possibly broken. Weighted end separated from the tube. The pt underwent surgery with anesthesia to remove the bolus end.